Manufacturer narrative:
(B)(4)

Event description:
The patient developed a "knot in his spinal cord." His "unit is about to kill me" and his "arms and shoulders tingling." The stimulation has only been in one leg instead of both. He has not seen his physician in a "couple years." It was noted that he fell a "while back" but did not think it was related. Further information has been requested.